Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 12mg/dl. The customer also reported that the insulin pump alarmed. Advise customer to discontinue the pump use. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.